Event description:
It was reported that there were high, out-of-range pacing impedance measurements and high thresholds on the right ventricular (rv) channel of this pacemaker. The associated rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device remains in service.